Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site for instrument evaluation. Analysis of the instrument and the instrument data indicate that the cause for the discordant troponin result is unk. The fse pro-actively performed the 6-month preventive maintenance. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant low immulite 2500 troponin result was obtained with one patient sample. The patient's initial sample was tested in duplicate and the results were positive. Another sample was drawn and tested later the same day, and a negative result was obtained. The re-drawn sample was re-tested 6 times, and the subsequent repeat results were positive. The discordant low result was not reported to the physician. Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant troponin results. (Different sample identifiers were assigned to samples from the same patient).